Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08715 inches. Successfully downloaded the trace and history files using thump and carelink upload was successful. No under-delivery anomaly was noted during testing. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case and pillowing keypad overlay. The pump passed all functional testing. Under-delivery and high bg anomalies are not confirmed. The pump history file lists 123 boluses on the event date, 5/16/2023. Please see below for the first 10 boluses listed on the event date, 5/16/2023: 05/16/2023 00:00:39.000 normal bolus delivered (220) bolus programming method: cl1micro bolus (5). Normal bolus amount programmed: 750 (0.075 u) bbolus amount delivered: 750 (0.075 u). 05/16/2023 00:05:39.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5). Normal bolus amount programmed: 750 (0.075 u) bolus amount delivered: 750 (0.075 u). 05/16/2023 00:55:07.000 normal bolus delivered (220) bolus programming method: cl1glucosecorrectionplusfoodbolus (8). Normal bolus amount programmed: 7000 (0.7 u) bolus amount delivered: 7000 (0.7 u). 05/16/2023 02:20:37.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5). Normal bolus amount programmed: 250 (0.025 u) bolus amount delivered: 250 (0.025 u). 05/16/2023 02:30:37.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5). Normal bolus amount programmed: 250 (0.025 u) bolus amount delivered: 250 (0.025 u). 05/16/2023 02:35:41.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5). Normal bolus amount programmed: 750 (0.075 u) bolus amount delivered: 750 (0.075 u). 05/16/2023 02:40:39.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5). Normal bolus amount programmed: 500 (0.05 u) bolus amount delivered: 500 (0.05 u). 05/16/2023 02:50:37.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5). Normal bolus amount programmed: 250 (0.025 u) bolus amount delivered: 250 (0.025 u). 05/16/2023 03:00:38.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5). Normal bolus amount programmed: 500 (0.05 u) bolus amount delivered: 500 (0.05 u). 05/16/2023 03:05:47.000 normal bolus delivered (220) bolus programming method: cl1autobolus (9). Normal bolus amount programmed: 3000 (0.3 u) bolus amount delivered: 3000 (0.3 u). Please see below for the daily total of all insulin delivered on the event date, 5/16/2023: (B)(6) 2023 00:00:00.000, dailytotals g670 (B)(6). Daily total collection start time: (B)(6) 2023 00:00:00.000. Daily total of all insulin delivered: (B)(6). Daily total of all insulin delivered: (B)(6). Daily total of all insulin delivered: (B)(6). There were no auto suspend events on the event date, 5/16/2023. Please see below for the user suspend events on the event date, 5/16/2023: 05/16/2023 14:10:35 insulin delivery stopped (30) reason for insulin delivery suspension: user suspended (2). 05/16/2023 20:04:29 insulin delivery stopped (30) reason for insulin delivery suspension: user suspended (2). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 22 mmol/l at the time of the event. The customer was treated with the insulin pump and the customer did not experience any symptoms related to high blood glucose. Troubleshooting was performed and found that there was a possible under delivery. The customer had used the insulin pump system within 48 hours of the reported high blood glucose event. The customer used the smartguard auto mode of the insulin pump. Advised the customer to do a displacement and self test on the pump and it got failed. No further patient complications were reported. The customer will discontinue to use the device and the insulin pump will be returned for analysis.